Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited low amplitude noise oversensed. Programming changes were performed. The patient was asymptomatic and there were no consequences.